Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Manufacturer narrative:
The reported event was not related to the referenced fsca 1627487/09/12/2017/001-c.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The eri indicates that it is premature battery depletion. The device is providing therapy. The patient is awaiting surgical intervention.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The patient has therapy.